Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the device and verified the reported issue. The fse then replaced the graphic user interface (gui) module. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had a faulty display. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient as a result of this event.